Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon submitted log files for a recently implanted pt due to persistent transient power spikes on day 1 after implant despite adequate anti coagulation. Angiomax was administered by intravenous (IV) on day 2. A decision was made to exchange the pt's pump.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.